Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 801 mg/dl. Cause was related to an unexpected reset. The customer administered a correction injection to address bg and went to the emergency room (ER) on (B)(6) 2024, and was subsequently hospitalized with moderate ketones. The customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. The customer was released from the hospital on (B)(6) 2024. Tandem technical support did a full pump system check and confirmed that the pump was functioning as intended.